Event description:
The facility reported a colleague infusion pump with a bad led display on channel a. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the biomed service department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display on channel a was confirmed during product evaluation. The root cause of this condition was not identified. No repairs were performed at this time since this device is a stay-in unit.